Manufacturer narrative:
Updated with correct date of emergency room visit.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose with blood glucose of 40 mg/dl. Time and date of hospitalization was (B)(6) 2017. The customer experienced symptoms low blood glucose and passed out. Event caused to hospitalization was that felt low and outcome was slight urinary tract infection. The customer was treated visited to emergency room. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose with blood glucose of 40 mg/dl, also had high blood glucose corrected at hospital. Time and date of hospitalization was (B)(6) 2017. The customer experienced symptoms low blood glucose and passed out. Event caused to hospitalization was that felt low and outcome was slight urinary tract infection. The customer was treated visited to emergency room. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.